Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were recently hospitalized due to a low blood glucose level and seizure. The customer had been off of the insulin pump for less than 48 hours at the time of admission. During troubleshooting, the customer stated that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. Unit received with minor scratches on lcd window.